Event description:
It was reported that a patient with degenerative disc disease underwent an anterior cervical discectomy fusion. During the procedure, the anterior cervical plate broke into two pieces when surgeon was tightening the second screw and had to be replaceed. No fragment of implant remained inside the patient. No patient complications have been associated with the event.

Manufacturer narrative:
Additional information: product analysis : observations: macroscopic inspection confirms the ratchet spring retention pocket feature is broken. The broken off portion of the pocket is hanging on to the body of the plate. Microscopic inspection of fracture surface reveals a fairly brittle fracture, with no indication of fatigue, with witness marks and plastic deformation consistent with tensile overload as the mechanism of failure. Deep, ratchet spring indentions noted in ratchet spring pocket. Additionally, witness marks and plastic deformation noted on intermediate extension feature, also consistent with tensile overload. Asymmetrical abrasions noted on slide interfacing surfaces, as well as anterior faces of components which mates with end component conclusion: inconclusive; unable to determine root cause from the available information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.